Event description:
Physician was attempting to treat a lesion in the ica using mo.ma ultra occlusion device. Physician inflated the eca balloon to block blood flow and noted that the eca balloon had deflated when attempting to pass through the lesion site. Physician had to inflate the eca balloon again and then continued to used the device and carefully completed the procedure to avoid another deflation. Balloon deflation occurred during an attempt to deliver the gw to the target lesion. The mo.ma balloons were inflated using the syringe in the package. There was no adverse event to the patient.

Manufacturer narrative:
Procedure was prompted by patient's symptomatic minor stroke. Patient had a history of pulmonary disease, diabetes, cerebral infarction and hemorrhagic stroke. The target lesion was the right ica to cca with 70% stenosis, vessel was tortuous with type I aorta. The lesion pre and post dilated with a successful stent deployment of a non-mdt stent. Vessel aspiration was carried out successfully. It was assessed that the event is related to the mo.ma device or procedure. When gw was passed through the targeted lesion site, the distal balloon was naturally deflated. It was again inflated immediately after the balloon deflation was confirmed, and blood flow was partially confirmed. But it didn¿t affect interruption of blood flow. Then, there is no issue with interruption of blood flow. After that, balloon deflation was not confirmed and the operation was completed without issue. It was unknown the background of deflation of distal balloon so that it was determined to have causality between this event case and the relevant device as well as the procedure. Treatment provided for the malfunction or adverse event: another inflation of distal balloon. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined) . No results available since no evaluation was performed (evaluation in progress). Evaluation conclusion: conclusion not yet available ¿ evaluation in progress. Unable to confirm complaint (based on the information available no root cause can be determined). (B)(4).

Manufacturer narrative:
Deformation problem.

Event description:
Evaluation summary: traces of blood and radio opaque solution were detected on the device. The stopcocks connected to the inflation line were returned for the analysis, no other accessories returned. The analysis of the shaft showed two kinked point on the distal part of the device. The purging procedure was performed without any abnormalities or leakage. The balloons were inflated each at nominal diameter (cca at 10 mm and eca at 6 mm). The distal balloon was measured three times with pressure held for 30 minutes and no leak detected. The shaft showed two kinked point on the distal part of the device. No other abnormalities detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.